Event description:
It was reported during a procedure, the lead was not able to be screwed into the right atrial. After several unsuccessful attempts to fix the lead, the physician elected to cease the procedure. The patient was stable and still in the hospital for observation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.